Event description:
A report was received that the patient underwent a pocket revision due to non-device related weight loss and the pocket site became uncomfortable. The patient was successfully revised.